Event description:
Additional information was received that the system was subsequently explanted three weeks later due to the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an infection. The system will be explanted, however, a date has not been set yet. There were no additional adverse effects reported.